Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that during the implant procedure, when the atrial lead was placed the electrogram was very noisy on the pacing system analyzer. The signal to noise ratio was very low. The lead was removed and was not implanted. A different lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.